Manufacturer narrative:
Insulin pump was received with button error alarm due to moisture damage on keypad traces. Insulin pump had minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that she is having button error, she states that the buttons are not responding. Customer's blood glucose was 326 mg/dl. Customer's states, she was going to see the doctor due to her blood glucose previously being 451 mg/dl and she attributes it to the insulin pump. Customer was advised that insulin pump would need to be replaced. No further information provided.